Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3889-33, lot# va0mu7y, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was implanted the day before reported event date and was feeling stimulation for 15 seconds, then, when she turns over on her back it comes on for 12 seconds, on and off. The patient was asked if her symptoms were helped. She did really good the night before reported event date until the morning of report date. She had an accident. It was noted by the patient maybe their body was getting used to it and has to heal. The patient wanted to know what it supposed to be doing. The patient inquired if there was an average setting that other patients keep stimulation at. A loss of therapeutic effect was reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.